Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The inspection demonstrated multiple signs of wear along the lead. In the distal part of the lead the insulation was found rubbed through. This damage can be considered to be the root cause of the clinical observation as mentioned in the complaint description based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The diagnostic images received for analysis did not allow any firm conclusion regarding the root cause of the observed damages. During inspection deformations of the inner coil close to the is-1 connector pin were found. Further investigations indicated that these damages were caused by overrotation of the inner coil while retracting the fixation mechanism during surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
There was noise on the lead. Isometrics were done with no noise noted. X-rays were performed showing lead perforation. It was determined the perforation lead to the noted noise. The lead was replaced and no adverse patient effects were noted.